Event description:
On (B)(4) 2012, patient reported he has experienced skin irritation while using the infusion sets. Patient reported he has only experienced this concern with the most recent box. There were red bumps at the site location after the infusion sets were removed, and his physician prescribed antibiotics to treat the rash. The infusion sets were replaced and requested for evaluation.